Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are not separating properly.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are not separating properly.

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 3 retention samples and 1 control tube from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has confirmed poor barrier separation based on the photos received. A root cause could not be determined.